Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the kept re-alerting her for her high alert when her snooze alert is not set for an hour later. No additional event or patient information is available.